Event description:
Surgical tech pulled off 3m ioban from around incision for surgeon to start suturing. Surgeon noticed the skin was peeled off and it was on the ioban. Doctor notified the nurse about the incident. Reported to materials about the 3m loban ripping the skin. 3m ioban ref: 6650ez; lot number: 33ntjj; expiration date: 03-15-2025 from operative report: as the ioban was being peeled away from the superior submandibular incision, a skin patch was pulled away with the ioban inferiorly. Patch was approximately 2 cm in size and just below the inferior/medial incision. This was very superficial skin as it appeared to be only a single layer of epidermis. No other skin was peeled away from the patient with the ioban. Normal skin edge was still present at the wound incision site. Closure then done using a 3-0 vicryl to close the platysmal layer in interrupted fashion. 4-0 vicryl used to close the deep dermal layer in interrupted fashion. 5-0 monocryl then used to close the skin in a running subcuticular fashion. Antibiotic ointment placed over the area of skin removal by the ioban. Dermabond placed along the incision site. Telfa and medipore tape then placed. Procedure then terminated. Patient awakened anesthesia and taken to recovery room in stable condition.